Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bellows, relief valve and bag/vent switch were replaced. The unit was returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported an intermittent failure of the bag/vent switch to operate as expected and a large leak. There was no report of patient involvement.